Event description:
The customer contacted heartsine l to report that their device prompted child pad when an adult cartridge was inserted. In this state the device may deliver a wrong defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This fault was attributed to a failure of the reed switch, sw1. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine l to report that their device prompted child pad when an adult cartridge was inserted. In this state the device may deliver a wrong defibrillation therapy. There was no patient involvement reported with the event.